Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The delivery system (ds) had just crossed the valve and was prepared for capsule gap when a conduction disturbance was noted. The patient went into complete heart block. A temporary internal pacer in rv was placed. However, the procedure was aborted due to the conduction disturbance/rhythm abnormalities. The patient was to receive a leadless pacer and then be brought back for an evoque at a future date.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.